Event description:
The user facility reported that the tram-rac 4a resets randomly when used with parameter modules. When the tram-rac 4a resets, the parameters from the modules in the tram-rac 4a will no longer be displayed on the solar 8000m patient monitor.